Event description:
The user facility has returned endoscope model: gif-160, for investigation into the cause of the degradation on the insertion tube (I/t). In reviewing the history of the returned product it showed that the endoscope was approx 4 years old with no history of service being performed by olympus america inc. Olympus staff observed that the endoscope's I/t appear wrinkled, not smooth as with typical I/ts, and that the surface topcoat of the I/t was blistered, and, in some cases, peeling of the surface topcoat was noted. The user facility uses cidex opa solution, a high level disinfectant (hld) marketed by advanced sterilization products in the custom ultrasonics automated endoscope reprocessor. Cidex opa has been approved by olympus to be materially and functionally compatible with olympus endoscopes, such as the gif-160, when reporcessing is performed at room temperature (20 degree c / 68 degree f). A copy of the olympus technical bulletin discussing compatibility of olympus flexible endoscopes with the cidex opa solution and recommended use conditions. An assessment of the user facility reprocessing protocol was performed and it was revealed that during the reprocessing cycle for hld the disinfection cycle temperature ranged from 29 degree c - 36 degree c and the water rinse cycle temperature ranged from 26 degree c - 43 degree c. Use of cidex opa at temperatures above the 20 degree c limit stated in co's technical bulletin is contraindicated. The cidex opa instructions for use (IFU) indicates that this disinfectat solution can be used at either 20 degree c for manual reprocessing, or at 25 degree c for use in an automated endoscope reprocessor (aer). The cidex opa ifus also indicate that devices can be reprocessed in an aer at 20 degree c, however the contact (time) conditions should be set at a minimum of 12 minutes. In conclusion, olympus believes that the damage caused to the I/t was due to the use of elevated temperature reprocessing conditions that exceeded co's recommended use conditions.

Event description:
There was no known harm to pts. Surface changes have gradually developed on the exterior surface of six olympus gif-160 series upper endoscopes. The change appears as raised areas on the scope insertion tube, starting above the bending section and extending to the 50-55 cm marking on the scope. These changes progress to what appears to be blister formations which rupture and cause loss of the superficial surface integrity. On some of the scopes the changes are less extensive in terms of area involved, on others the entire surface area is involved from above the bending section to the 50-55 cm mark. The blistering has appeared in the scopes that have the most extensive changes. A determination cannot be made at this time as to whether early changes will progress to involve more surface area, but this is suspected. The scopes are all precleaned using klenzyme enzymatic precleaner diluted with water, and then placed in a custom ultrasonics system 8300 reprocessor using klenzyme for the wash cycle, heated cidex opa 5 minute disinfection cycle, followed by three filtered water rinses and a manual alcohol flush prior to removal from the reprocessor. The exterior surfaces then are wiped dry and the inner lumens are dried with compressed air prior to final storage. No other olympus upper or lower scopes in the 100, 140, or 160 olympus series used at this facility have similar surface changes/damage using exactly the same cleaning and disinfection process. The insertion tubes are being replaced, but the facility will retain the damaged insertion tubes.